Event description:
It was reported that the cap on the valve was found broken. The IV infusion was running into the bed and there was blood loss to the pt when the staff found the cracked valve. Reportedly, no medical intervention was required. Customer reported that they simply replaced caps and used all new IV tubing to connect the medication lines back. The swabbing practice was reviewed with the pediatric intensive care unit nurse manager. Although requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. Date of event from 6 to 7 months ago.